Manufacturer narrative:
The thermogard console (s/n (B)(4)) was evaluated at the customer site by zoll clinical application specialist (cas). The customer's reported complaint of "the thermogard xp ivtm system (s/n (B)(4)) displayed an unknown error message" was not confirmed in the event logs and during functional testing. No device malfunction was detected during testing, and the customer's reported complaint could not be replicated. No physical damage was observed on the thermogard console during visual inspection. The event logs were reviewed and showed no significant discrepancies. Thermogard console passed all tests with no issues, and readings were within the specified limits. Therefore, service was not required to be performed by zoll, and the thermogard console was placed back for clinical use.

Event description:
During patient treatment, the thermogard xp ivtm system (s/n (B)(4)) displayed an unknown error message. Another thermogard console was used to continue the ivtm therapy. No further information was provided by the customer. Patient's status information was requested, but the customer did not provide a response; therefore, patient's status is unknown.